Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. As lot # 17198790m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4) bwi concomitant products used: product name: carto 3 system, us catalog #: fg540000, serial #: (B)(4). Product name: smartablate system irrigation pump, us catalog #: m490003, serial #: (B)(4). Product name: lasso nav eco variable catheter, us catalog #: d134301, lot #: 17177020l. Product name: soundstar eco diagnostic ultrasound catheter, us catalog #:10439072, lot #: g3034883. Non-bwi product use: boston sci polaris x. (B)(4)

Event description:
It was reported that a female patient, underwent an atrial fibrillation procedure with a thermocool smarttouch uni-directional navigation catheter and was discharge from the hospital. However, the patient returned to the hospital and complained about chest pain. Upon readmission, patient presented st segment elevations on the electrocardiogram and signs of pericarditis which required hospitalization. An echocardiogram was performed and a moderate effusion was noticed. Three days later the patient suffered cardiac tamponade which required pericardiocentesis. Furthermore, an esophagogastroduodenoscopy was performed and necrotic lesions on the esophagus were encountered and while the patient was in the intensive care unit she passed away. The patient's medical history is unknown. The physician's opinion regarding the cause of this adverse event is that he feels patient's esophagus was unusually close to the posterior wall of the left atrium and that death appears to be related to an esophageal fistula posterior to ablation. Settings during the event include: force between 5 and 40 grams and 10 second ablations. Also, an esophageal temperature probe was used as well as esophageal temperature tags on the fam map.